Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model#: sc-4318, lot #: 18866092, description: clik x anchor. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that when the stimulator was turned on, this caused the patient significant bilateral knee pain that made it difficult to walk. The physician did not know if the pain was related to the device. The patient underwent an explant procedure. No device malfunction was suspected.